Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited no capture and high impedance. The lead was previously capped and has now been explanted and replaced. No patient complications have been reported as a result of this event.